Manufacturer narrative:
Block b3: even date unknown, approximated based on when the patient eri was confirmed (B)(6) 2026 at an appt with np. Block d.2b: additional applicable product codes: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) replacement after the device reached the elective replacement indicator and subsequently progressed to end of life earlier than the expected service life of two years post implant. Electrocautery was used during the procedure. The patient is reported to be doing well postoperatively with therapy restored. The explanted device was disposed of by the facility and was not returned for analysis.